Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the adhesive did not stick properly which lead to his blood glucose levels going high (no actual bg result provided). The customer went to the hospital for treatment and was given IV fluids and insulin via pen.